Manufacturer narrative:
Date of birth not provided. Weight not provided.

Event description:
Doctor indicated that the oss411 implant relocated to the sinus.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection with an attached cover screw. The device shows moderate signs of wear and bone tissue attachment about the threads. The internal drive feature was similarly worn and contained additional debris. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Complaint indicates non integration with relocation to sinus. The alleged event regarding sinus perforation was non-verifiable with the information presented. A root cause for the reported complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.